Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported power goes on and off without user input which was reproduced during evaluation. Evaluation observed the rear case battery contact pins were corroded. A review of the event history log did not find evidence to support the customer reported issue. The cause of the intermittent power was determined to be corroded and contaminated battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was powering on and off without user input. The problem was found upon power up in the central station department. There was no patient involvement. No additional information is available.